Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pathway ablation procedure with an octaray mapping catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the carto 3 system displayed a force sensor error (error code 106) when the smart touch sf catheter was connected to the patient interface unit (piu). The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. Additional information was received. It was also reported that the patient's blood pressure dropped while mapping in the right atrium. They stated that initially, some mapping was performed in the right atrium with the ablation catheter. The physician then obtained transseptal access and mapped in the left atrium with an octaray mapping catheter. The catheter was pulled back to the right atrium to map again, and that's when the patient's blood pressure dropped. No ablation had been performed. An effusion was then noted via ice imaging with the soundstar catheter. A pericardiocentesis was performed, with 450 ml of fluid removed. The patient's status is unknown at this time. The adverse event was discovered during use of bwi products. The physician thought it happened due to the agilis sheath during transseptal access in a young patient with small heart. Transseptal puncture was performed with a versacross needle. Prior to noting the cardiac tamponad, ablation was not performed. The event occurred during the mapping phase. An error message was observed on the biosense webster equipment during the procedure; 106 error earlier on the ablation catheter, before mapping. Effusion was discovered as patient's blood pressure dropped. Procedure was abandoned. There was no evidence of any effusion present before the procedure. The 106 error was assessed as non MDR reportable. Warning functioned as intended. The adverse event was assessed as MDR reportable under the octaray mapping catheter. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.